Event description:
Valve was explanted and was found on a shelf at the hosp. No other info is available at this time.

Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis lab in a st. Jude medical product return kit, in a dry state. Sewing cuff was brownish-white in color, contained several blue sutures, and was cut in several locations. Black guideline was observed to be centered approx between two pivot guards, rather than being centered on pivot guard associated with index point. Both leaflets were observed to open and close normally. A large chip was detected on bottom rim of orifice, to right of index point, and below serial number. This chip was most likely result of explant. A died substance, appearing to be dried blood or body fluids, covered carbon surfaces of valve. Valve was steam sterilized, cleaned, ans sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Other than previously mentioned chip in bottom of rim of orifice, leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated vavle operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Scanning electron microscope (sem) analysis displayed previously mentioned chip fracture feature located on bottom rim of orifice, toward index point pivot guard and recessed pivot area #2. Fracture surface associated with chip fragment exhibited a jagged blocky surface area along upper inside diameter circular edge of fracture, and larger, smoother surfaces extending to outside diameter rim edge of fracture. Surface fracture lines were detected extending outward from fracture edges along inside diameter circular and outside diameter surfaces above fracture region. This pattern of fracture features indicated that fracture initiated on inside diameter circular side at jagged blocky feature area, and propagated through rim section to outside diameter side. Appearance of these features suggested that a clamping and twisting type of force was most likely applied across right bottm rim chip damage region. Sem photos displayed no evidence of material defects in carbon coating which may have caused or contributed to observed damage. Rather, damage was apparently caused by some external force applied to orifice, which over stressed carbon material and resulted in chip fragment damage. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude mecial specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date.